Manufacturer narrative:
Evaluation summary a female patient experienced a serious adverse event increased blood glucose levels on (B)(6) 2016. On (B)(6) 2016, she reported the injection button of her humapen ergo ii device could not be moved out and there was a gap between the foot of the injection screw and the plunger. The device was not returned to the manufacturer for investigation (batch (B)(4), manufactured october 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device by guiding the patient through priming steps and was able to confirm the device was functioning normally. All humapen ergo ii devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring pen functionality and dose accuracy with a high probability. A complaint history review of the batch did not identify any atypical trends with regard to dose accuracy. The instructions for use instruct the user to prime before each injection. There is evidence of improper use. The patient did not prime the device. This may be relevant to the complaint of increased blood glucose levels.

Event description:
(B)(4) this solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included hypertension and heart disease. Concomitant medications included acarbose and metformin hydrochloride for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin 70/30; 100 iu/ml) via reusable pen (humapen ergo ii), 18 at morning (units not reported) and 16 at evening (units not reported), subcutaneously for the treatment of diabetes beginning sometime in 2015. Sometime in (B)(6) 2015, she discontinued human insulin 30/70 due to she did not want to take her insulin when she was outside. On an unknown date, she experienced high blood sugar and she was hospitalized due this event on (B)(6) 2016. Sometime during her hospitalization, treating physician changed her dose for several days to 8 at morning (units not reported), 6 at noon (units not reported), 6 at evening (units not reported) and 6 before sleep (units not reported); dose was changed again by physician to 18 at morning (units not reported) and 16 at evening (units not reported) on an unknown date. She was discharged on (B)(6) 2016. Information regarding laboratory tests and corrective treatments while hospitalized was not provided. On (B)(6) 2016, she found the screw rod of her humapen ergo ii could not pull out ((B)(4)/lot 1310d01). Information regarding additional corrective treatments and outcome of the events was not provided. Insulin human 30/70 treatment was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model and suspect duration of use was approximately one year. The action taken with the suspect device was unknown. There was evidence of improper use priming of the device was not done. The reporting consumer did not know if the events were related to human insulin 30/70 or humapen ergo ii. Update 20jun2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 29jun2016. Additional information received 28jun2016 from the product complaint safety database. To the device tab added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, added the manufacture date, changed improper use or storage to yes, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) chinese female patient. Medical history included hypertension and heart disease. Concomitant medications included acarbose and metformin hydrochloride for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin 70/30; 100 iu/ml) via reusable pen (humapen ergo ii), 18 at morning (units not reported) and 16 at evening (units not reported), subcutaneously for the treatment of diabetes beginning sometime in 2015. Sometime in (B)(6) 2015, she discontinued human insulin 30/70 due to she did not want to take her insulin when she was outside. On an unknown date, she experienced high blood sugar and she was hospitalized due this event on (B)(6) 2016. Sometime during her hospitalization, treating physician changed her dose for several days to 8 at morning (units not reported), 6 at noon (units not reported), 6 at evening (units not reported) and 6 before sleep (units not reported); dose was changed again by physician to 18 at morning (units not reported) and 16 at evening (units not reported) on an unknown date. She was discharged on (B)(6) 2016. Information regarding laboratory tests and corrective treatments while hospitalized was not provided. On (B)(6) 2016, she found the screw rod of her humapen ergo ii could not pull out ((B)(4)/lot 1310d01). Information regarding additional corrective treatments and outcome of the events was not provided. Insulin human 30/70 treatment was continued. The patient was the operator of the humapen ergo ii and her training status was not provided. The humapen ergo ii model and suspect duration of use was approximately one year. The action taken with the suspect device was unknown. The reporting consumer did not know if the events were related to human insulin 30/70 or humapen ergo ii. Update 20jun2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting.